Event description:
It was reported that the ultrasafe x100l pr clear ssl nvs stein experienced the plunger loose/falling out prior to use. The following information was provided by the initial reporter: the plunger came out upon administration loose plunger, no abnormalities detected during sample evaluation.

Manufacturer narrative:
Investigation: a full root cause analysis could not be conducted with the available information and is closed without a conclusion. Until samples are available no further investigation will be carried out. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ultrasafe x100l pr clear ssl nvs stein experienced the plunger loose/falling out prior to use. The following information was provided by the initial reporter: the plunger came out upon administration loose plunger, no abnormalities detected during sample evaluation